Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing confirmed the complainant¿s experience of the gas leakage due to seal component separation. The shield, a clear internal plastic component of the seal, was dislodged from the seal subassembly. Based on the condition of the returned unit, it is likely that the dislodged shield was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown. Event description: report from the sales rep. The insufflation gas was leaked out of the body during the procedure. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. Any damage was not found in the ddb, the septum. The shield appeared to be missing but could not be identified. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.